Event description:
Customer reported that the alarms from the ventilator are not displayed. The mx800 was replaced and the behavior did not change. Further information was provided to the customer indicating that as long as the alarm was present acoustically on the central monitor, the system was working as expected. According to the technician, this was the case. It was determined the unit was functioning correctly. The device was not in use on a patient at the time of the event.